Event description:
It was reported that the device was returned to the manufacturer and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The clinical data review revealed low telemetry battery voltage and the grey bar status was confirmed via the programmer desktop demo. (B)(4).